Event description:
Intra-aortic balloon pump (iabp) placed in cardiovascular lab. Pt subsequently taken to surgery for emergency coronary artery bypass. At conclusion of procedure when they went to place pt back on iabp, it would not work. Pt remained on heart/lung until another iabp could be brought to the operating room.